Manufacturer narrative:
H10: h2, h6. The reported 5mm flexible endoscopic cannulated drill, intended for use in treatment, has not been returned for evaluation, however the passing pins used in conjunction with the reported drill were returned. The examination of the passing pin indicated it was abnormally bent during placement causing it to come in contact with the drill guide resulting in the reported shedding. Without the return of the reported drill it cannot be confirmed if the drill contributed to the reported shedding. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. A review of the complaint records was performed for the reported device, there were no trends or indications that would suggest that the device did not meet product specifications upon release into distribution. A review of relevant clinical/medical information in the reported issue, inclusive of technique and patient information, to include, but not limited to: ¿patient information ¿surgical procedure/post-operative care review ¿device labeling (including technique guides, ifus, etc.) Per communication the metal shedding were successfully retrieved from the patient. No delay or patient injuries are be reported. Since the patient was not harmed no further clinical assessment is warranted.

Event description:
It was reported that during an acl reconstruction, metal shavings came off in the joint when surgeon tried to measure the length of the bone hole using the flexible passing pin into the femur through the endo-femoral handled guide and measured the length of the bone hole. There is a possibility that the flexible passing pin was put in and out through the clancy flexible drill, guide several times when measuring the length for bone hole. All pieces were retrieved from the patient and procedure was completed without any patient complications and procedural delay. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.